Event description:
It was reported by the clinician that capturing did not appear to be occurring on the implantable pulse generator (ipg) device. A transmission noted occasional undersensing of the right ventricular (rv) lead on the presenting electrogram. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).